Event description:
It was reported the patient underwent the procedure a tertiary mammoplasty and mini-abdominoplasty procedure on (B)(6) 2022 and topical skin adhesive was used. Patient evolved with a local allergic reaction to the glue, observed 8 days later, when it was removed, showing intense hyperemia and blisters, both on the scars on the breasts and on the scar on the abdomen. She was treated with sunflower oil from the dersani brand, with improvement in her condition. Treated with dersani (sunflower oil and then hydrogel) was prescribed, plus 7 days of cefadroxil in addition to the initial 7 days, and then clavulin bd. She needed to be without microporous tape and evolved with dehiscence of the breast scars. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Product not returned. Additional information provided: the biggest concern is that, as it irritated and removed the glue, it is fragile. Additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. 1. Was any prescription strength medication prescribed? Please specify? Yes. Dersani (sunflower oil and then hydrogel) was prescribed, plus 7 days of cefadroxil in addition to the initial 7 days, and then clavulin bd. 2. Was any surgical intervention performed? Not for now. 3. Please describe how the patch was applied. What preparation was used before, during or after using the patch? Wound cleaning only with 0.9% saline solution. Then placement of the tape and then the glue over the tape. 4. Was a dressing placed over the incision? If so, what type of cover dressing used? No bandage was placed. Zobec may have been used. I do not remember. 5. Is the patient hypersensitive or allergic to cyanoacrylate or formaldehyde? The patient denied drug allergy. 6. Is the patient hypersensitive to pressure sensitive adhesives? The patient did not report allergy to dressings. 7. Was patient screening done prior to the procedure, eg verify patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure sensitive adhesive? Screening was not performed. The patient had already undergone other surgeries previously and did not report complications with bandage 8. Patient demographics: initials / ID, gender, age or date of birth; bmi patient's pre-existing medical conditions (i.e. Allergies, history of reactions) as. Women. Born: 11/07/1972. Bmi: 31.67. 9. Has the patient ever used or been exposed to glues/similar agents for repair, crafts, cosmetic use (eyelashes, nails)? No history of comorbidities and drug allergies. 10. Has prineo/dermabond or skin adhesive been used on the patient in previous surgery or wound closure? I don't have that information. 11. Is the product available for return/review? No. The packaging was used and discarded. 12. Current patient status. In recovery process. 13. What is the physician's opinion as to the etiology or factors contributing to this event? Patient was allergic to dermabond prineo surgical glue. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product available for return. Note: events reported on: mw# mw# 2210968-2022-10330 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.